Event description:
On (B)(6) 2011, infusion device was received in the eval lab. Pt sent the backup infusion device. On call back from pt on (B)(6) 2011 pt reported she returned the infusion device due to the button closest to the insulin cartridge was not functioning. Pt stated she noticed the concern just days before sending the infusion device back. Pt reported she sent the infusion device back due to upgrading the infusion device and received a whole new infusion device system including backup infusion device. Pt stated the button on the infusion device did pop back up after pressing. Pt reported there was no audible beep. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product already received; no product return was requested.